Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was found to have high thresholds. The physician was informed and has decided to re-check in one month. This lead remained actively implanted.